Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a pulmonary vein isolation procedure, a pericardial effusion occurred. While in recovery, the patient's systolic pressure dropped and an ultrasound revealed a pericardial effusion. The patient was brought back to the lab and a pericardiocentesis was performed to stabilize the patient. A pig tail wire was left in place overnight and the patient was discharged the following day. There were no performance issues with any abbott devices.